Event description:
New information received noted that the lead was explanted, not capped.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Manufacturer narrative:
Analysis found that a complete lead was returned in one piece measuring 46.3 cm. An external insulation abrasion was found at 10.8 ¿ 11.0 cm from the connector pin, proximal to the suture sleeve tie impression, breaching the outer insulation and exposing the outer coil. The cause of the reported event is due to the external insulation abrasion which is consistent with friction to the device can.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow-up. Upon interrogation, atrial lead noise was observed and was reproducible with isometrics. The lead was capped and replaced on (B)(6) 2020. The patient was in stable condition.